Manufacturer narrative:
The unit was returned to the service center for evaluation. The customers complaint of error code pops up when it is plugged in" was confirmed as an error b30 was displayed on the screen. Also, there was no image observed due to a faulty cable. In addition the units connector was found broken. The instruction manual provides warnings to prevent cable damage. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.

Event description:
The service center was informed that the during reprocessing, there was no image displayed when the video system was plugged in. An unknown error message was observed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.